Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer was having trouble tracing the speaker wire. The biomedical engineer was going to get assistance from his colleague and call back if needed. The rse offered for a field service engineer (fse) to go onsite. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. It is unknown if the device is back in service due to insufficient information. The customer did not call back for further support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that they cannot hear alarms where the monitors are located. Patient involvement is unknown. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation.